Manufacturer narrative:
Manufacturer's investigation conclusion: the system controller was returned for evaluation after being exchanged due to elevated pump power; the elevated pump power is being addressed under the pump investigation. The downloaded log file and submitted log file from the new controller spanned approximately 24 days (06jun2020 to 17jun2020 per the timestamp). There were no notable events related to the controller. Initial evaluation of the returned hm3 system controller, serial (B)(6), revealed cut and tear on the silicone jacket of the black power cable and dim pump power led. The controller was functionally tested with the returned backup battery, serial (B)(6) and was able to support the pump for an extended period of time without issue. No alarm was produced. Additional information on 16jun2020 clarified the reported event that the vad coordinator noted power higher than usual starting 08jun2020. A root cause of the incidental findings was not determined through this analysis, but the dim pump power led is being addressed via a corrective action. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use section 8-¿equipment storage and care¿ and heartmate iii patient handbook section 6-¿caring for the equipment¿ explain how to properly maintain the integrity of the system controller. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient sent weekly flowsheet to the vad coordinator that noted powers higher since (B)(6) 2020. During log file analysis, it was noted the patient had a 4-second pump reset on (B)(6) 2020 while connected to mobile power unit (mpu). After the reset the pump power increased by 1w. It's possible one of the circuits had an issue. The issue was resolved by resetting the pump via unplugging the driveline then plugging it back in. It was also requested that the system controller be replaced due to elevated powers. Controller exchanged without issue on (B)(6) 2020, and still in patient's possession. After the controller exchange, there were no unusual events seen within the log file.